Event description:
A non healthcare professional reported a system with eye tracking difficulties during surgery in the left eye. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Preventive maintenance performed and system met specifications as per sir (service installation record). Logfile review for the treatment day shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed the gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check at twelve pm. The measured energy was stable. The logfile shows that the reported treatment was aborted by user. The treatment was interrupted because the laser could not detect the patient's pupil. The info message displayed no pupil detected was appeared. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause could not be determined conclusively, however there is no indication of a device malfunction. Most probable root cause is an irregular pupil, not allowing eye tracker to focus correctly. The manufacturer internal reference number is: (B)(4).